Event description:
A continuous ambulatory peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, every fifth day, discontinued after 11 days) and ceftazidime injection (1gm, twice daily, discontinued after 11 days) for peritonitis. The patient has recovered from the event 11 days after the event onset. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.